Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The iabc bladder was loosely wrapped. A kink to the iabc central lumen was noted at approximately 24.2cm from the iabc distal tip. No blood was noted on the interior or the exterior surfaces of the returned sample. The bladder thickness was measured at six points. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested using. No leaks were detected. Full inflation was achieved. The device passed the leak test. A guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 24.1cm, and 31.4cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris were noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 53.5cm, and 60.6cm from the iabc luer. The guidewire was able to advance through the central lumen. No blood or debris were noted. The iabc was connected to an iabp with a lab inventory inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported compliant of iab tight over guidewire is confirmed. A kink to the central lumen was noted during the visual inspection of the returned iab catheter, and resistance was noted at the location of the kink upon loading a guidewire into the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the kinked central lumen. The root cause of the kink is undetermined, but a most probable potential cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that after the preliminary puncture was completed, the intra-aortic balloon (iab) was evacuated, and after the iab was taken out from the package, the iab was implanted. When the iab was implanted one third, the guide wire cannot be passed. As a result, a new iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the preliminary puncture was completed, the intra-aortic balloon (iab) was evacuated, and after the iab was taken out from the package, the iab was implanted. When the iab was implanted one third, the guide wire cannot be passed. As a result, a new iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of "the guide wire cannot be passed" for an iab is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that after the preliminary puncture was completed, the intra-aortic balloon (iab) was evacuated, and after the iab was taken out from the package, the iab was implanted. When the iab was implanted one third, the guide wire cannot be passed. As a result, a new iab was used. There was no report of patient complications, serious injury or death.